Event description:
The patient (B)(6) received two thoracic leads with the same lot number. It was reported the patient received ineffective right side stimulation. Reprogramming restored effective stimulation, however, it also resulted in unintended left-side stimulation when programmed to tonic mode. The patient also reported feeling positional stimulation when programmed to burst. Impedances were normal. X-rays indicated that the left lead had migrated. The physician suspected this may have occurred due to lifting heavy boxes. Surgical intervention may take place to address this issue.

Event description:
Follow-up identified the patient underwent surgery on (B)(6) 2015 to implant a new lead. The reported lead remains implanted, however, it is not connected to the ipg. The patient is receiving effective tonic and burst stimulation post-procedure.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.